Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr became stuck on the rotawire. The severely calcified target lesion was located in the coronary artery. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, after the rotawire reached the lesion, ablation was performed with the rotalink plus. However, when the rotalink plus was attempted to be removed from the patient, it was noted that the device pulled back with the rotawire. Furthermore, the physician attempted to carefully remove the rotalink without the rotawire being pulled back; however, it was pulled together. Thus, the physician removed the rotalink plus and the rotawire as a unit. The procedure was completed with a new rotalink and a new rotawire. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr became stuck on the rotawire. The severely calcified target lesion was located in the coronary artery. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, after the rotawire reached the lesion, ablation was performed with the rotalink plus. However, when the rotalink plus was attempted to be removed from the patient, it was noted that the device pulled back with the rotawire. Furthermore, the physician attempted to carefully remove the rotalink without the rotawire being pulled back; however, it was pulled together. Thus, the physician removed the rotalink plus and the rotawire as a unit. The procedure was completed with a new rotalink and a new rotawire. No patient complications were reported. Device evaluated by manufacturer: the device was returned for analysis. Analysis of returned product revealed that the wire has kinks on its body and distal tip. It also has its distal tip stretched and there is certain damage at the welding section at the proximal section of the distal tip.